Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The device was not used on a pt. An investigation was performed by the quality department which revealed that the product was manufactured according to specification. The current production samples met the specification requirements and no foreign particles were detected in the nebulizer jet. It was stated they could not replicate possible cause of foreign particle(s) in the manufacturing process as the foreign particle described in the customer report. A one year historical review of complaints revealed this to be the first complaint of this nature received for this product or similar products. The investigation also stated that based upon the investigation results this complaint is considered to be an isolated quality issue that does not require add'l remedial actions. The complaint will be tracked for trending to confirm adequacy of quality assurance measures to prevent any similar quality issues. No add'l pt/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on january 29, 2014.

Event description:
It was reported that a nebulizer did not produce any aerosol output due to a foreign particle obstructing the hole of nebulizer jet.